Event description:
Lubricant oil leaked into surgical field reported to sales rep. There was no impact to the patient and no additional procedures were required. Patient wound site was irrigated as per normal procedures. The motor was changed out to complete the case. On follow up, the sales rep found that the in line oiler had been adjusted to maximum flow rate causing excess oil in system. There was no apparent malfunction with the motor.